Event description:
In incoming inspection at distribution, it was found that the one side of the marker hole is not completed. It is slightly obstructed. This event was found for 1 out of 25 units with lot #58761.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.